Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient mentioned they had their ins removed a couple of days ago and wanted to know if manufacturer took the external equipment back for recycling. Agent reviewed device disposal information with the patient. Agent asked why the device was removed and patient mentioned that "it didn't work" and they tried to give it a good shot when they had it put in last year, but it just was never effective. Patient said they turned the therapy off themselves last june. Patient was transferred to (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.